Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided grade iii capsular contracture and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 325cc mentor smooth round moderate profile and experienced postoperative right-sided grade iii capsular contracture and deflation. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implant (catalog #: 3504001bc, serial # for right: (B)(4), serial # for left: (B)(4)) on (B)(6) 2016.